Event description:
A report was received stating that a pump was not keeping accurate time, as it started lagging by 10-15 minutes and required resetting to the current time every other week. There was no adverse impact on the customer's blood glucose level. The customer declined troubleshooting support, and it was noted that they were in the process of acquiring a new device. No additional information was available regarding the outcome of the event.